Manufacturer narrative:
Citation: brizido et al. Surgical versus transcatheter aortic valve replacement in low-risk patients: a long-term propensity score-matched analysis. Catheter cardiovasc interv. 2021 dec 1;98(7):e1033-e1043. Doi: 10.1002/ccd.29948. Epub 2021 sep 10. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information via literature regarding surgical versus transcatheter aortic valve replacement in low-risk patients.  All data were collected from a single center between june 2009 and july 2017.  The study population included 743 patients who were predominantly female with a mean age of 76.61 years.  Multiple manufacturer¿s devices were implanted in the study population; 76 patients were implanted with a medtronic mosaic (n=14) or hancock ii (n=2) surgical valve or an evolut (n=60) transcatheter bioprosthetic valve.  No unique device identifier numbers were provided. Among all patients, 4 deaths occurred within 30 days and 86 deaths occurred with a mean follow-up of 4.5 years.  No further details were provided on the deaths. There was no statement of causal or contributory relationship between medtronic product and the deaths. Among all patients adverse events included: stroke, bleeding, atrial fibrillation or other arrhythmia requiring permanent pacemaker implant, high gradients >20 mmhg, moderate to severe paravalvular leak (pvl), and long-term endocarditis.  Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.